Event description:
Pediatric patient is (B)(6) unrelated to the dexcom device. Study coordinators informed dexcom that the patient had a sensor inserted by a study clinician on (B)(6) 2010. The sensor never worked and was removed on (B)(6) 2010. Upon removal of the failed sensor, the study clinician could not locate the sensor wire and suspected a retained distal fragment in the patient's abdomen. The presence of the sensor fragment was confirmed by x-ray. Study medical personnel decided to leave the sensor fragment in situ and the patient has not complained about the retained sensor fragment since the incident.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.